Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported that missing high and low glucose alarms and loss of signal. Successfully received high and low glucose alarms using a similar configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone application (iphone xs, ios 13.3). The customer reported that the low glucose alarm failed to sound and the customer became weak and lost consciousness. The customer was provided apple juice and then treated with glucose by paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone application (iphone xs, ios 13.3). The customer reported that the low glucose alarm failed to sound and the customer became weak and lost consciousness. The customer was provided apple juice and then treated with glucose by paramedics. There was no report of death or permanent injury associated with this event.